Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported following a percutaneous transluminal coronary angioplasty (ptca) with 2 stents placed, a 6f angio-seal vip was used. Hours into the recovery period the pt deteriorated and a scan revealed retroperitoneal bleeding and the pt died. The pt was taking prescribed anti-coagulant medication and had a medical history of a permanent pacemaker insertion and a valve replacement. The femoral angiogram was reviewed and the puncture site was normal.